Event description:
The ortho summit sample handling system instrument reportedly gave a 204 error message as well as power supply messages and then there was a puff or smoke and a burnt smell. No death or serious injury was associated with this incident.